Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the platform indicated to align the pt correctly 3 times in the past two weeks. One of the 3 pts was large but other two were of normal size. There were no issues when platform was tested with a manikin. Other event MFR report #s 3003793491-2013-00249, 3003793491-2013-00251.